Manufacturer narrative:
No further evaluation of the device is required. A siemens field service engineer (fse) was sent to the customer site. Fse performed a total service call and there were no hardware issues identified with the instrument. Approximately 1 month later, the customer reported qc drift. Washing dispense was checked, and the wash blocks were replaced. No further issues have been documented. The instrument is performing within specifications. Add'l lot #: 20.

Event description:
The customer is tracking non-reproducible elevated troponin ultra results on the centaur cp platform. The customer provided details of 3 instances where they have repeated elevated results and found the correct result to be negative (the customer repeats all positives before reporting). Patient treatment was not prescribed or altered. There was no adverse health consequences as a result of the discordant troponin ultra results.